Manufacturer narrative:
Concomitant products: 459888, lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) exhibited invalid trending data. The device remains in use. No patient complications have been reported as a result of this event.